Event description:
It was reported that intermittent cartridge alarms occurred. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 277 mg/dl. Additionally, it was reported that the pump was not delivering boluses as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.